Event description:
Pt called in to report abdominal and lower back pain. The pt went to the ER and a CT scan found the tubing of the lap-band system was broken. The device was explanted. No further info at this time, follow-up is in progress.

Manufacturer narrative:
Taper unk. The rptr of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. The rptr of the event was asked to return the product for analysis. Further info from the rptr regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."